Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a spine fusion surgery at l5-s1 in which rhbmp-2/acs was used. Reportedly the patient's post-op period has been marked by increasingly severe pain in his low back and lower extremities with accompanying numbness and weakness. Reportedly, the patient had to undergo multiple revision surgeries. It was reported that following his exposure to bmp the patient has been diagnosed with cancer and is faced with undergoing induction therapy, chemotherapy, and a stem cell transplant. It was reported that the patient continues to experience low back pain that radiates into his lower extremities. He feels generalized weakness in his legs coupled with dermatomal numbness. Patient is now unable to stand for extended periods and he must walk with a cane or walker.